Event description:
A patient reported blood glucose results of "48 mg/dl and 354 mg/dl" with a lifescan meter, performed within 10 minutes of each other. After testing the patient treated themselves with insulin and retested obtaining 421 mg/dl. The control solution was expired preventing customer service to check the product. The meter was replaced.